Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a high pressure alarm. Reportedly, customer reported error code message of pressure regulation high. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.